Manufacturer narrative:
As reported, the user felt resistance while completely shuttling down the 5f mynxgrip vascular closure device (vcd) in a 5f non-cordis sheath. When the mynx and sheath were retracted back, the shuttle tube was not in place. The sealant was attached on the wire. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The mynx was attempted to be used following a diagnostic peripheral procedure. The user was trained on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was the femoral artery and was 6 mm in size. The stick location was at the medium level. There was no unusual force when retracting the sheath. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pulled back to the proximal end of the shuttle. A small piece of sealant was found stuck to the catheter exposed to blood. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle movement was checked and slight resistance was felt. Subsequent to unsheathing, the remaining sealant was found inside the shuttle cartridge tubing, exposed to saline and appeared to have ¿swelled¿. The condition of the received device indicates a device jam which may have been attributed to the sealant exposed to saline prematurely. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Review of lot f1833702, UDI# (B)(4), revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. The event reported as ¿resistance felt while shuttling down and sealant attached to the catheter¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the reported event might have been caused by sealant swelling up and increasing the profile which may have prevented the procedural sheath from being advance/retracted during the procedure. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, saline /blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which may have cause resistance during the shuttle deployment step. However, the root cause of the reported failure experienced by the customer cannot be conclusively determined. According to the product instructions for use, users are instructed that while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Neither the device history record (DHR) review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the user felt resistance while completely shuttling down the 5f mynxgrip vascular closure device (vcd) in a 5f non-cordis sheath. When the mynx and sheath were retracted back, the shuttle tube was not in place. The sealant was attached on the wire. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The mynx was attempted to be used following a diagnostic peripheral procedure. The user was trained on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was femoral arterial and was 6 mm in size. The stick location was at the medium level. There was no unusual force when retracting the sheath. Hemostasis was achieved with less than thirty minutes of manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered.